Manufacturer narrative:
The customer was contacted numerous times for more details, but no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined.

Event description:
The danish medicines agency (dma) contacted physio-control to report a non-critical issue with the device. The customer was contacted for further event information and it was informed that their device was not responding to any button presses during patient use. In this state, the device would have been in a lock up condition and defibrillation therapy would be unavailable, if needed. A back up device was available and was used to continue patient care. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The (B)(6) contacted physio-control to report a non-critical issue with the device. The customer was contacted for further event information and it was informed that their device was not responding to any button presses during patient use. In this state, the device would have been in a lock up condition and defibrillation therapy would be unavailable, if needed. A back up device was available and was used to continue patient care. There were no reports of adverse effects to the patient as a result of the reported event.